Event description:
On (B)(6) 2013, a clinician spoke with the customer who reported that she has had mastitis twice in the past. She is currently being treated for plugged ducts. She is taking lecithin and following a pumping strategy to lessen supply and resolve the plugged ducts.

Manufacturer narrative:
On (B)(6) 2013, a clinician spoke with the customer and she stated she is able to pump for 7-8 minutes and feel comfortable. Instructed her to begin pumping less often e.g. 3-1/2 to 4 oz. Painful breasts, plugged ducts, and oversupply problems resolved at this time. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. No further follow up necessary. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ca11-001.